Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that she has been experiencing itching, and an allergic reaction at the site of insertion. Patient is only able to wear the sensor for 5 days due to the allergic reaction. Upon sensor removal, patient discovered that insertion site was oozing puss. Patient did not consult with any physician. At the time of her call to dexcom technical support, patient states that site is healing but that the insertion site's skin was discolored.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.